Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. This device had two years longevity remaining and during the recent check it showed less than three months. Engineering analysis result showed that there was no low voltage fault occurred. Moreover, analysis confirmed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. The data indicated that there is a sufficient reserve for the device to maintain normal therapy functions for ninety days' time. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. This device had two years longevity remaining and during the recent check it showed less than three months. Engineering analysis result showed that there was no low voltage fault occurred. Moreover, analysis confirmed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. The data indicated that there is a sufficient reserve for the device to maintain normal therapy functions for ninety days' time. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. This device had two years longevity remaining and during the recent check it showed less than three months. Engineering analysis result showed that there was no low voltage fault occurred. Moreover, analysis confirmed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. The data indicated that there is a sufficient reserve for the device to maintain normal therapy functions for ninety days' time. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.